Event description:
It was reported that the device was explanted because the tachycardia detection was not working, and there was no anti-tachycardia pacing. No patient complications have been reported as a result of this event.